Event description:
On (B)(6) 2014, a customer reported obtaining unexpected negative antibody screen with capture-r ready-screen (I and ii) when used on the galileo neo.

Manufacturer narrative:
Immucor technical support used remote electronic access to assess test well images on (B)(4) 2014. Product retention was tested by immucor and shown to perform as expected. Customer product and patient samples were returned to immucor for assessment. The returned product performed independently as expected. However, none of the returned patient samples generated positive results. The customer's observation of unexpected negative sample results was reproduced.